Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event involving a spinning spiros reported that a registered nurse applied a spiros device to IV tubing. At the luer lock connection of the tubing, the spiros did not properly engage and was noted to be easy to remove. The registered nurse removed the spiros and replaced it with a new spiros device, after which the connection was secured. Additionally, staff have experienced issues during normal saline tubing priming, where the spiros connector rotates but does not lock securely into place, raising concerns regarding connector integrity, compatibility, or application technique. There was no patient involvement and no harm/adverse event reported.